Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the cassette door of the liberty cycler does not close. The cycler did prompt to insert/remove cassette, and the cassette was properly inserted. The cassette door popped open during unknown phase of treatment. The patient is having difficulty closing the door after inserting the cassette every time in setup. The patient also reported the cassette door opening up in the middle of the treatment but did not recall further details. The fresenius technical support representative advised that a replacement cycler will be issued, and to continue using their current unit. Upon follow up, it was confirmed that the patient was able to complete treatment manually on the reported day. A new cycler has been delivered to the patient and the old one will be returned as scheduled. No patient adverse effects were experienced, and no medical intervention was required. Upon follow up, it was confirmed that the patient was able to complete treatment manually on the reported day. A new cycler has been delivered to the patient and the old one will be returned as scheduled. No patient adverse effects were experienced, and no medical intervention was required.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed signs of physical damage on front panel assembly due to a misaligned touchscreen. There were visual indications of dried fluid within the cassette compartment on the pump. There was no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Force gauge test passed. Pre-accelerated stress test (ast) 15mins 1000ml simulated treatment was performed and encountered a m67 (fluid temp out of range alarm). Heater test failed. Thermistors did not activate due to a failing ac shorted board. A known good ac distribution board was installed and the thermistors were functional. A shorted fuse on the ac distribution board was encountered. Heater test passed. Pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. Mushroom head check passed. Device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a shorted fuse on the ac distribution board. The cycler was refurbished following the evaluation.